Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date monitor: 12/08/2014, electrode belt: 11/01/2018.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 9:00am, while wearing the lifevest. It was reported that the patient's passing was cardiac related and due to a valve infection.  Per clinical review of the available ECG data, an arrhythmia was detected three times from 00:03:36 to 00:06:35 with response button use on (B)(6) 2020. ECG shows atrial fibrillation/ atrial flutter with rapid ventricular response (af with rvr) at 150 bpm slowing to af at 130 bpm with motion artifact. Bradycardia status was detected at 08:02:16. An arrhythmia was detected two times from 08:11:05 to 08:13:05 with response button use. ECG shows ventricular fibrillation (vf) with varying amplitudes, low amplitude cardiac signal, and varying heartrate. It is unclear who was pressing the response buttons. The rhythm then degrades to asystole with intermittent cardiac activity. The patient was in vf for approximately 12 minutes. The device properly detected vf. However, response button use, varying amplitudes, low amplitude cardiac signal, and varying heart rate prevented a treatment sequence from being initiated from approximately 08:00:35 to 08:12:45. Asystole was detected two times from 08:14:39 to 08:15:12. ECG shows asystole with intermittent cardiac activity. The patient in an idioventricular rhythm at 40 bpm at the time of the device shutdown at 08:15:19 on (B)(6)2020. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.